Manufacturer narrative:
Serial numbers: (B)(4). For 9 of the 12 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the control panel was replaced for 3 units, the bag to vent switch was replaced for 2 units, a broken flow sensor for 1 unit, the bag to vent assembly was replaced for 1 unit, the absorber panel switch was cleaned to resolve a reported event, an internal pneumatic tube that transports oxygen to the equipment's auxiliary socket was reconnected to resolve a reported event. For 3 of the reported 12 events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes <noe> 12 <noe> malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced mechanical problems. 4 events were reported for malfunction of the bag to vent switch preventing the selection of the desired mode of ventilation, 3 events reported for mechanical ventilation not initiated when selected, 1 event reported for a malfunction preventing the selection of the desired ventilation mode, 1 event reported for a malfunction causing a loss of mechanical ventilation during a case, 1 event reported for a malfunction of the bag to vent switch that intermittently will not initiate mechanical ventilation when selected, 1 event reported for the auxiliary oxygen socket does not work, and 1 event reported for a malfunction of the absorber panel switch preventing mechanical ventilation. These reports were received from various sources. Of the 12 events, 8 did not involve patients, and 4 did involve patients. There is no patient information available.